Event description:
It was reported that about six hours after implant, the right ventricular (rv) lead was found to be dislodged by x-ray. During the lead revision the following day, the rv lead was attempted to be repositioned but the helix was not in good condition after removing an entangled piece of tissue from it. Also, blood ingression in the tip of the lead was suspected. The rv lead was explanted and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. The analyst commented the lead was received with the helix fully retracted and helix shows little blood, no tissue. The helix is compressed out of specification. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and the lead appeared damaged at implant.